Manufacturer narrative:
Additional information: diffuse atherosclerosis was noted in the right coronary artery which had 80% stenosis. There was irregular contour of the coronary artery with significant obstruction in the initial portion in the segmental lesion associated with significant parietal calcification. The device was not inspected before use. Negative prep was performed with no issues noted. A 2.5 x 20mm balloon catheter was used to pre-dilate the lesion. The device did not pass through a previously deployed stent. Resistance was noted while advancing the device to the lesion. Excessive force was not used. Another stent was used as a replacement stent. The patient did not receive any further treatment/intervention as a result of the event and was referred to the ICU for continuation of intensive care. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was received for analysis. The stent was positioned on the balloon between the marker bands, as per position specification. But, due to proximal stent deformation, the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified, with a mandrel no other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made, to use one resolute integrity coronary drug eluting stent. To treat a lesion located in the right coronary artery (rca). It was reported, that stent deformation occurred in vivo, during positioning/advancement. The procedure was completed. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. But the event, did lead to or extend patient hospitalization. The patient was transferred to the ICU, for post-procedural care. The patient is reported to be stable. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.